Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not stimulate the right ventricular chamber appropriately, and there was inadequate amplitude for successful pacing. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product involved in the event was evaluated. Electrical tests were performed. Mechanical tests were performed. Visual analysis was performed. If information is provided in the future, a supplemental report will be issued.